Event description:
It was reported that the vns patient underwent a sleep study on (B)(6) /2015 and was subsequently diagnosed with sleep apnea. The patient used his magnet to temporarily disable his device and the sleep study revealed that the sleep apnea had resolved. The physician decreased the device duty cycle and the sleep apnea seemed to have improved. The physician noted that the patient may have had sleep apnea prior to vns but was unaware of the condition. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the patient's sleep apnea resolve when the device was temporarily programmed off.